Event description:
It was reported by service report that the jacks could not be pumped up due to a broken weld on the pump pedal assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal assembly.